Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank screen. The customer¿s blood glucose level was 212 mg/dl. The customer stated that the pump was exposed to fluid. Troubleshooting was performed. The customer also stated that the insulin pump got battery failed and changed battery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, unexpected restart error test and displacement test due to blank display.